Event description:
It was reported that during a laparoscopic cholecystectomy procedure, teardrop-shaped clips were formed at the 1st and 2nd firings in a row when the device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition with a partially fed clip in the jaws. The clip was removed in order to test the instrument for functionality. Upon cycling the device, it was noted to be empty, locked out and the orange indicator did not show up. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. No incident related to the reported event was observed during the batch record review.